Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We found that the balloon in this catheter had a circumferential rupture and was missing a portion of the balloon. There was a gap of 5 mm between two sections of the balloon material. At the time of inflation, the catheter was loaded onto a boston scientific 180 cm zipwire and the balloon burst inside of patient's right upper arm av graft. There was no injury to the patient as the result of this incident. The procedure was completed without any issues using a new over-the-wire embolectomy catheter that the hospital had in stock. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The balloons in these catheters inflated as expected and did not display any abnormalities. A balloon pull test was performed on 5 units from this same lot during qc inspection procedure prior to releasing this lot for sale. All of these units passed the qc specification. It is highly unlikely for the balloon to burst when inflated with 1 cc of saline. At this time, we remain inconclusive about the root cause of the balloon failure. It is possible that some anatomical or procedural factors may have contributed to the balloon rupture.

Event description:
During thrombectomy of av graft, the balloon of the catheter burst inside the patient's vessel when it was inflated with 1 cc of saline. This is report 2 of 2.